Manufacturer narrative:
(B)(4). Swing tab in locked position. The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload present. The cartridge reload was received with the swing tab locked out and the right gripping surface damaged. The device was tested for functionality with a test cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident and the protruding staples is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the device could not fire on its first firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.